Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12668. It was reported the physician noticed the end contacts of the lead were missing during a procedure to replace the leads (reference MFR report #1627487-2013-05426 and #1627487-2013-05427). The leads were not replaced as the pt rec'd effective stimulation with the lead. Note: the pt has four leads from two lot numbers. Both lots are being reported.